Event description:
Procedure type: hartman procedure. According to the reporter: upon firing, cutting off the tissue and anastomosis wasn't performed properly. In the second trial tissue had been cut off but anastomosis wasn't performed properly again. No staple was left on the tissues although the tissue had been cut off. Bleeding occurred. Pull through procedure was applied and stabilized the patient.

Manufacturer narrative:
(B)(4)